Manufacturer narrative:
The device is expected to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported that an end user experienced an issue with a single titanium CT vtx port w poly cath. Approximately 9 days post port removal, the patient underwent routine CT and pet imaging, at which time it was discovered that the cuff from the port device had been retained. At the time of the portacath removal in the ir department, post flouro images had been taken, which did not show the cuff. The patient has been scheduled for removal of the cuff and education has been provided for the procedurist to ensure that all 3 pieces of the port device are removed. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
The customer's reported complaint description of blue boot/locking collar was inadvertently retained in port pocket during the port explant procedure cannot be confirmed given the patient centric nature of this patient adverse event. The blue boot locking collar was returned for evaluation and it was unremarkable, i.e. No manufacturing non-conformance observed and the ID met specification per component drawing. A device history record (DHR) review of the indicated packaging lot revealed no quality related issues or manufacturing deficiencies at the time of manufacture. There have been no other reported complaints for the indicated packaging/locking connector (blue boot) lots for similar blue boot retained in patient after port explant procedure issue. The catheter and locking collar/blue boot strain relief connector are provided as a separate component within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with blue boot/locking collar) during the implantation procedure. The root cause of the retention of the blue boot/locking collar in the port pocket during the explant procedure is end user error in not removing all parts of the port system. The directions for use (dfu) states: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. Labeling review: the directions for use (dfu) that is supplied with the port device, contains the following statements: contraindications: · catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings · do not suture catheter to port, port stem, or surrounding tissue. Any damage or constriction of catheter may compromise power injection performance and catheter integrity. · do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off as it may result in port system failure and patient injury may occur. · absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: - catheter disconnection or migration. - catheter embolization. - catheter fragmentation. - catheter pinch-off. - drug extravasation (leakage). Implantation of attachable catheter (venous/vascular): - insert catheter into sheath. Position the distal end of the catheter at the desired location. Peel away sheath while withdrawing it from vessel. Care should be taken not to withdraw catheter as sheath is removed. Catheter position should be confirmed radiographically. Secure catheter in place. - trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. Blue strain relief mechanism: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body - secure port body to underlying fascia using non-absorbable sutures and a minimum of three suture sites. Care should be exercised so that incision does not cross septum of port after closure. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).